Event description:
A report was received that the patient developed a slight fever after the trial procedure. An MRI was taken and revealed that she had an epidural abscess. The patient was administered with intravenous antibiotics. The physician believed that the symptoms were procedure related. The patient was discharged from the hospital and was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm.